Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Theperformance of the lead was scrutinized, including a visual and electrical inspection.in the course of the analysis, no deviations were noted. The lead proved to be withoutfault throughout its inspection. In particular, the values of the parameters measuredduring the electrical analysis were within the technical specifications.further analysis of the lead did not reveal any irregularity that might have contributed tothe reported dislodgement. The inspection of the lead tip showed no pecuilarities.the manufacturing process for this lead was re-investigated. All production steps hadbeen performed accordingly. There was no sign of any inconsistency during themanufacturing process.in conclusion, the analysis did not reveal any sign of a material or manufacturingproblem.biotronik monitors the post-market performance of its products closely in order toidentify any trends that may reveal over time a potential manufacturing or design issue.the historic performance of the product involved in the current case does not at thispoint reveal any such trend. For this reason we encourage close dialogue betweenclinicians and our product experts in order to explore all options to minimize any suchoccurrences in the future.

Event description:
Ous MDR - this lead was explanted and replaced due to dislodgement.